Manufacturer narrative:
(B)(4). Evaluation results: myocardial infarction and revascularization.

Event description:
Patient weight corrected.

Event description:
Patient recovered from previously reported mi and tvr events. The investigator indicated that the mi event was not related to the study device. The investigator indicated that the cad events which lead to the tvr events were not related to the study device.

Event description:
Two endeavor sprint over the wire (otw) drug-eluting stents were implanted during the index procedure, one in the prox lcx and one in the 1st obtuse marginal. Pt was discharged the day after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at the 30 day follow-up and 6 month follow-ups. Approx 19 months post index procedure, the pt presented with anginal symptoms and it is reported that the pt suffered and an acute non q-wave mi (nstemi), the investigator has stated that the event was not related to the study device or index procedure and a target lesion was involved. A revascularization of the mid lcx was performed one day after the mi event with one endeavor sprint otw drug-eluting stent implanted. Approx 6 weeks later, a revascularization was performed with one other brand stent implanted in the 1st obtuse marginal and 2 other brand stents implanted in the prox lad. Pt was asymptomatic at the 1 year and 1.5 year followups. (Ref MFR # 9612164-2011-00320).